Manufacturer narrative:
Device not returned.

Event description:
It was reported that the pump was not logging data despite being in use. Additionally, the battery was depleting quickly and the pump could not be charged properly without the customer maneuvering the cable into the charging port at a certain angle. There was no reported impact to the customer¿s blood glucose. No additional information was provided. Reportedly, the customer declined troubleshooting with tandem technical support.